Event description:
The facility reported an infusion pump that turns on by itself and alarms. Information was not provided regarding whether or not the failure occurred during an infusion. The hospital rep stated that they have no record of any pt incident involving the pump since the last baxter service event.